Event description:
Caller reported compact plus blood glucose results: 0857, 187 mg/dl, customer took 10 units of novolog 0905, 33 mg/dl 0908, 61 mg/dl 0909, 35 mg/dl. Customer had blurry vision and felt nervous with 187 mg/dl result, felt the same way with 33 mg/dl and 35 mg/dl. Strips not available for return, replacement sent.

Manufacturer narrative:
Strips not available for return.